Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a patient underwent gynecological procedures on (B)(6) 2009. An obturator sling was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with cystourethrocele. It was reported the patient underwent mesh revision on (B)(6) 2010. (B)(4).

Manufacturer narrative:
(B)(4). It was reported that the mesh was surgically removed on (B)(6) 2010 due to pain and vaginal wall erosion.

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted due to cystourethrocele and stress urinary incontinence. The patient experienced pain and discomfort. It was reported that the patient underwent additional surgery to remove a portion of mesh and to repair the erosion.